Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the air embolism, requiring intervention. It was reported that on (B)(6) 2017, the patient, with grade 4 functional mitral regurgitation (mr), underwent a mitraclip procedure. During the procedure, a large air bubble was noted in the left atrium on transesophageal echocardiogram and the patient experienced a decrease in blood pressure and increase in heart rate. Medication was administered as treatment of the hypotension and tachycardia. Aspiration was performed to remove the air embolism and the procedure continued with implantation of one clip. The mr was reduced to grade 2-3. Post procedure, the patient was in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effects of emboli (air), hypotension and arrhythmias (tachycardia), as listed in the mitraclip nt system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the air embolism could not be determined. The hypotension and tachycardia; however, were cascading effects of the air embolism. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.